Manufacturer narrative:
A customer in the united states reported a false positive result for a cap survey sample (survey vr3-b2018, sample vr3-09) in association with the vidas® cmv (cytomegalovirus) igg assay (reference 30204-01 lot 1006388970). The customer reported that cmv igg antibodies were present. Their positive result was 7ua/ml. The expected result was cmv igg antibodies not present (negative). Biomérieux initiated an investigation which included a review of applicable complaints and quality control records, review of cap survey report as well as internal testing. The documentation review showed no indication of a trend nor any anomalies associated with the manufacturing or packaging processes for lot 1006388970. Quality control sample vr3-9 was tested on four vidas cmv igg batches. Batch 1006388970 was not tested as this lot had expired prior to investigational testing. All the results were equivocal with a concentration of 5 ua/ml. A review of the cap survey report showed that this survey sample is cmv igm positive. Additionally, clsi guideline ep14-a3 states that processed samples used as qc material (e.g eqa) can have matrix effect. To conclude, vidas cmv igg product ref 30204 is performing as intended.

Event description:
A customer in the united states reported a (B)(6) result for a (B)(6) survey 2018 (B)(6) sample (B)(6) in association with the vidas® cmv igg assay. The customer twice obtained a (B)(6) result, when the expected result was (B)(6). There was no patient involvement. A biomérieux internal investigation will be initiated.